Event description:
A report was received that the patient had developed a hematoma at the pocket site following a lead revision. The patient's symptoms were swelling and tightness at the ipg site. The physician opened up the ipg site and no blood clots were found. The physician removed the ipg, cleaned out the pocket and put the ipg back in. The patient was reportedly doing well following the procedure.